Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed critical pump error detected. Customer's blood glucose reading was 65 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: pump was received with critical pump error (open book image) during testing. No alarms that generated the critical pump error (open book image) found in pump history files including formatted history, long traces and details traces, problem isolated to electronic assembly. No cosmetic damage noted.